Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a broken intraocular lens (iol) with no patient harm. No further information is expected.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Viscoelastic is observed on the lens with what may be a small amount of betadine or blood. One haptic is broken-distal area. The broken portion is adhered to the anterior optic surface with viscoelastic. The optic edge is broken on a post of the lens case due to the retuned lens position. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the observed broken haptic appears to be handling related. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).